Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that an error message on insulin pump and received multiple pump errors. The customer stated that they were able to clear the alarm. Customer stated that they are not able to rewind the pump. The customer declined troubleshooting for high blood glucose and did extra bolus to treat with pump. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device received with constant pump error 38 during rewind. During visual inspection, motor, electronics stack, home switch and force sensor was corroded. Unable to perform self test, sleep current measurement, active current measurement, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test due constant pump error 38. Unable to verify failed battery test alarm due to constant pump error 38.